Manufacturer narrative:
Device evaluated by MFR: the complaint device was received inside an emerge shelf box that matched the information on the device. There was a complete separation of the hypotube. The tip was damaged. The hypotube separation was 75.5 cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during coronary catheterization treatment procedure, a shaft break occurred. The unspecified stenosed target lesion was located in an unknown artery. During the procedure,the physician used a 1.50 mm x 12 mm emerge balloon catheter. The distal tip of the balloon shaft broke completely inside the patient's body. Then they pulled the wire back and balloon came with it and pulled the device back through the guide to remove it from the patient's body. The procedure was ended with no patient complications reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during coronary catheterization treatment procedure, a shaft break occurred. The unspecified stenosed target lesion was located in an unknown artery. During the procedure,the physician used a 1.50mm x 12mm emerge balloon catheter. The distal tip of the balloon shaft broke completely inside the patient's body. Then they pulled the wire back and balloon came with it and pulled the device back through the guide to remove it from the patient's body. The procedure was ended with no patient complications reported and the patient's status was fine.